Event description:
The patient describes the honey to be of a strange consistency. Not smooth, chunky and an irregular light brown color. Normally, the product is smooth and a rich dark brown. When we contacted the manufacturer, integra, we were told to call our vendor. There was no attempt by the manufacturer to get an answer as to what could have been the reason. They did not ask for any further information and seemed completely unconcerned. The patient believes it "will not work properly" and has lost confidence in the therapeutic use of the product.